Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d9, g3, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. Arcos 16x190mm spl tpr dist m and arcos con sz a hi 80mm were returned and evaluated. Upon visual inspection the parts could not be separated as the set screw hex had been rounded. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Cat# 11-301351 arcos con sz a hi 80mm lot# 191890 (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02806.

Event description:
It was reported the arcos stem was placed in the femur and the body was placed after the stem was put in. Correct depth had been reached, however the locking screw did not grip. After removing the entire combination, the locking screw could no longer be removed. A new stem and body were placed without further problems. No additional information.